Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas and alleged that the load step or cartridge not recognized. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: no defect was found. No evidence of no cartridge detected warnings observed in black box. Load step malfunction was not duplicated during investigation. Force calibration passed opened pump- no evidence of physical damage on force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.